Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2011409. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no signs of leakage were observed. The shields were all found to have proper tightness with no loose shields found. Based on the provided feedback regarding the leakage, it is possible that the incident was a result of damage to the plunger lip component. This type of damage can be produced during handling of the product through the manufacturing process or during the plunger assembly process. H3 other text : see h10

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 leaked and the cap was punctured by the needle. The following information was provided by the initial reporter: pir3003014 - cap placed back on flu + syringe post drawing up of dose to perform safety check of medication. Cap was punctured by the needle and the practitioner suffered a needle stick injury. Pir3003014 the care facility where the bd flu + is being used is drawing up doses of vaccine in bulk for transportation to the vaccinators. The needle cap is being ¿loosely¿ reapplied for transport at this stage. Advice given by bd clinical consultant to clinician and national procurement representative for the hse is that following the ins: infusion therapy standards of practice 2021 that do not recap, break, or bend sharps; discard directly into sharps container. Current practice of recapping needles creates a risk of needle stick injury and is not in compliance with national and international best practice standards. Pir3003015 - medication drawn into syringe from vial. Seen escaping from the plunger side of the syringe resulting in inaccurate dosing.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 25x1 leaked and the cap was punctured by the needle. The following information was provided by the initial reporter: (B)(4). Cap placed back on flu + syringe post drawing up of dose to perform safety check of medication. Cap was punctured by the needle and the practitioner suffered a needle stick injury. (B)(4). The care facility where the bd flu + is being used is drawing up doses of vaccine in bulk for transportation to the vaccinators. The needle cap is being loosely reapplied for transport at this stage. Advice given by bd clinical consultant to clinician and national procurement representative for the hse is that following the ins: infusion therapy standards of practice 2021 that do not recap, break, or bend sharps; discard directly into sharps container. Current practice of recapping needles creates a risk of needle stick injury and is not in compliance with national and international best practice standards. (B)(4). Medication drawn into syringe from vial. Seen escaping from the plunger side of the syringe resulting in inaccurate dosing.